Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not working. Customer reported that the unit had been rebooted and shut down, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, pyxis was not working, has been rebooted and shut down and lights still on but not turning on, drawers clicking off and on. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.